Event description:
It was reported that the patient was hospitalized for fluid overload. A redemonstrated postsurgical findings related to left ventricular assist device (vad) placement stated that there was no inflow or outflow cannula obstruction or stenosis. However, interval increase in size of small 26 mm left ventricular apical filling defect and there was a suspected thrombus that was confirmed by imaging studies, to be adherent to the outer wall of the inflow cannula. This thrombus is not mobile and does not overlie the inflow cannula orifice. There was minimally increased small-volume partially-loculated left pleural effusion with persistent dependent left lower lung atelectasis that was scarring and left hemidiaphragm elevation. The vad remains in use. No further patient complications have been reported as a result of this event. This event was reported in the q4 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.

Manufacturer narrative:
Product event summary: a pump with unknown serial number was not returned for evaluation. Review of the controller log files could not be conducted since log files were not available. As a result, the reported thrombus event could not be confirmed. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, this event is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This event was reported in the q4 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.